Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned devices shows the strike plate to be fractured from the handle body at the weld. Both sides of the strike plate and handle body exhibit multiple dents, numerous impact marks and dings suggesting extensive use over the time. Sem reports shows the broach handle weld failure devices have evidence of being impacted along the instrument¿s proximal body. These impact marks are consistent with marks typically created by extraction of the broach from the femur and do not suggest misuse. Device history record was reviewed and no discrepancies were found. Root cause of the event is identified as the action of impacting along the proximal body of the broach handle puts the weld under tensile overload which caused the fracture. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the impacting plate fractured while the surgeon was hammering the handle. Two handles fractured during the procedure. The procedure was completed with another handle present in the surgical unit. No known adverse event was reported.